Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown alarm during use. The patient had finished therapy. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.